Manufacturer narrative:
It was reported that a control syringe component came "apart" during use. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for revie and the handles of the photographed control syringe were observed to have come off. No physical sample was returned. The root cause was determined to be rough handling of the component at some point during its life cycle which led to damage. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a control syringe component came "apart" during use.